Event description:
It was reported that a rotablator procedure was performed to treat a heavily calcified lesion in the segment #7 of the left anterior descending artery (lad). A non-asahi kusabi exchange catheter was used to remove an asahi caravel mc microcatheter during the procedure. When the caravel mc microcatheter was removed, the catheter was found torn at about 2mm from the tip. Angiography during rotablation revealed an object which was likely the separated catheter tip. The tip-fragment-like object then disappeared due to contact with the rotablator (burr size: 1.50mm). The procedure was completed without any issues. The physician commented that the tip of the caravel mc microcatheter might have been trapped by the kusabi exchange catheter, causing the tip separation. It was informed that there were no adverse patient effects.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that the tip of the caravel mc microcatheter might have been torn off due to catheter manipulation applied while the catheter tip was trapped by the concomitant device. Although it was concluded that this event was not attributed to product quality, it was unable to completely rule out a possibility that some catheter fragment(s) might be left in the patient anatomy because the affected catheter was not returned. No CAPA will be taken. Instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.